Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 111 mg/dl at the time of the report. The customer's mother stated that the doctor performed troubleshooting, and the insulin pump was working fine. A large air bubble was found in the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.